Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 15205200/15205200. UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. No further information has been obtained.